Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. It was revealed that the pacemaker exhibited an interrogation issue in which an error message was received indicating the device serial number was invalid. It was further noted that the interrogation was eventually able to be successfully completed. There were no patient consequences.